Manufacturer narrative:
The previously MDR date of awareness date of 10/30/2017 was inaccurately reported. The date should have been reported as 11/06/2017 which was identified on 02/21/2019 during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the sample evaluation a positioning issue could not be confirmed. The tip of the delivery system was found to be in good condition and kinks or other damages on the catheter/ sample which could be an indication for a positioning issue could not be identified. As a result of the investigation performed and as the tip of the delivery system was found to be in a good condition and no other damage or kink could be verified, the complaint is inconclusive. Potential factors that could have led or contributed to the reported event have been considered. However, based on the information available and the evaluation of the sample returned a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling, potential issues were found addressed. In regards to correct holding during deployment the applicable IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that during a stent placement procedure and after flushing the delivery system, the anatomy of the tracking vessel was found to be tortuous and the device allegedly failed to cross the lesion. Reportedly, the procedure was concluded without using any device. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the sample evaluation a positioning issue could not be confirmed. The tip of the delivery system was found to be in good condition and kinks or other damages on the catheter/ sample which could be an indication for a positioning issue could not be identified. As a result of the investigation performed and as the tip of the delivery system was found to be in a good condition and no other damage or kink could be verified, the complaint is inconclusive. Potential factors that could have led or contributed to the reported event have been considered. However, based on the information available and the evaluation of the sample returned a definite root cause could not be determined. Labeling review: in reviewing the applicable labeling, potential issues were found addressed. In regards to correct holding during deployment the applicable IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure and after flushing the delivery system, the anatomy of the tracking vessel was found to be tortuous and the device allegedly failed to cross the lesion. Reportedly, the procedure was concluded without using any device. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified in model #/lot # has not been cleared in the us, but is similar to the e-luminexx vascular stents products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stents products are identified in the report. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure and after flushing the delivery system, the anatomy of the tracking vessel was found to be tortuous and the device allegedly failed to cross the lesion. Reportedly, the procedure was concluded without using any device. There was no reported patient injury.